Event description:
It was reported the programmer screen was blank. It was attempted to reboot and also attempted to run repair disk with no success. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the blank screen. The screen was gray after being on a software error, the flex tape was inspected but no anomalies were found. It was also noted that the electrocardiogram connection was broken loose, the keyboard latch was broken, and the printer drawer was broken.